Manufacturer narrative:
The device had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and detached end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the end portion of the device has come off and is being held by a rubber band. The mother states that when it comes loose, the device does weird things. The customer's blood glucose level at the time of incident was 292mg/dl. The mother states the location of the damage is the dome label area. The customer was advised that the device would be replaced and returned for analysis.